Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. A repeat procedure was done and there was no intervention required. There was nothing unusual about the patient and the procedure that may have led to this event. An endoscopy was performed prior to this procedure and the esophagus appeared to be normal. No lubricant was used to facilitate capsule placement. The delivery system and capsule will be returned. There was no patient harm reported.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection indicated that the plunger on the delivery device was rotated more than 1/8 of a turn. This can cause the capsule to fail to attach to the esophagus. The IFU for this device warns, aspiration of the capsule may occur if it is inadvertently pulled back up into the upper esophagus by the delivery device. There is a possibility that this may occur in a procedure in which the capsule did not attach to the esophageal mucosa. If information is provided in the future, a supplemental report will be issued.